Event description:
Patient reported that the last 3 kits she received were missing the silverlon disc. Patient did not report any adverse events or missed doses. No additional information was reported. Pt code: 4582. Device codes: 2306, 2588. Reference reports mw5176480, mw5176481.